Event description:
The user facility reported that during a surgical procedure, the headrest of the table dropped down indicating the headrest was not properly locked to the table. The surgery was completed successfully.no injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed by the facility's biomedical manager that the patient's torso and head were lifted from the table in order to place a bandage around the patient's torso. When the patient's head was lowered back down on the table, the table's headrest dropped, causing the patient's head to go backwards. The steris technician evaluated the table and found the table operating to specification. The headrest was found to be locking properly in all positions. The reported event could not be duplicated and no repairs to the table were made. As the reported event could not be duplicated and all functions of the headrest were found to be operating to specification, it is possible the headrest was not properly locked into the table prior to the start of the procedure. The technician reviewed the proper procedure for locking the tables headrest with the facility's biomedical personnel. The table was installed in (B)(4) of 1993 and is not under a steris service contract. The user facility's biomedical department is responsible for maintaining the 3080 rl surgical table. No further issues have been reported.